Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. After two days, the patient presented with history of abdominal pain. Supine portable view the abdomen showed that a caval filter tip was noted at the level. After five days, the patient presented with history of low back pain that has been radiating to both hips. A computerized tomography venogram of the abdomen and pelvis was done and noted to had large amount of thrombus in the inferior vena cava extending above the level of the inferior vena cava filter and inferiorly the level of the common femoral veins. After one week, the patient has scheduled for suprarenal inferior vena cava filter denali placement. Access gained via right internal jugular vein and glidewire was advanced to the superior vena cava through the heart and then a denali sheath filter was advanced to the level of the superior vena cava and contrast injection was performed and showed a clot at the level of the previous inferior vena cava extending for 2 cm above it. The diameter of the inferior vena cava appeared above the renal vein, appropriate for insertion of a filter. Then decided to place a suprarenal filter for protection during the thrombectomy procedure. Then advanced the denali filter inside a denali sheath and then filter and sheath was in good in place. On the next day, attempted retrieval of the newly placed inferior vena cava filter. Then a venogram performed through both iliac veins and that showed complete resolution of clots at the level of the iliac systems. However, there was evidence of large clot at the level of the previously inserted inferior vena cava. After one-month, computerized tomography-abdomen/pelvis without contrast showed there has been interval superior migration of an inferior vena cava filter with its proximal tip now projecting towards the right renal and distal limbs projecting towards the left renal vein. After one month, the patient presented for inferior vena cava filter retrieval of a denali filter. Access was gained via right internal jugular vein. Initial fluoroscopic spot images demonstrated a severely rightward tilted inferior vena cava filter. Under fluoroscopic guidance and over an amplatz wire, a pigtail catheter was advanced into the infra-filter inferior vena cava. An inferior vena cavogram was performed, demonstrated no in situ or caval thrombus. The filter was significantly tilted towards the right, with the filter apex present within the right renal vein, the filter body and struts traversing the inferior vena cava perpendicular to its long axis, with several struts then entering the ostium of the left renal vein. The right renal vein was catheterized with a multipurpose angled catheter and selective venography was performed, suggesting that the hook of the filter was extra venous in position. Over-the-wire, a 16 french sheath was inserted. Utilizing an ansel 2 sheath and diagnostic catheters with a 10 mm snare, attempts were made to capture the hook of the filter within the right renal vein. However, this was unsuccessful. Rigid endobronchial forceps were subsequently introduced. The filter neck was captured with the forceps, and with gentle forward pressure, the filter hook was disengaged from the right renal vein and position within the ostium of the right renal vein. Attention was then turned to right common femoral vein access. A wire was advanced. Over-the-wire, a 16 french sheath was placed. Via the 16 french sheath, rigid endobronchial forceps were introduced and utilized to capture the denali filter at the ostium of the right renal vein; the filter was gently inverted within the inferior vena cava and captured within the femoral sheath, from which it was externalized. Visual inspection of the explanted filter demonstrated that it was intact. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava, filter tilt, filter migration and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date:01/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated to right and left renal veins, tilted and struts perforated. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.